Event description:
It was reported that the patient had an unspecified promus stent implanted on (B)(6) 2010 in a bifurcation lesion the 2nd obtuse marginal. Post stent implant, no residual stenosis was noted. On (B)(6) 2012, the patient died suddenly at home. The cause of death was reported to be sudden cardiac death. The physician reported that the death was not device related; however, as no autopsy was performed, it cannot be concluded that the promus stent did not contribute to the patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Date on initial medwatch report was filed incorrectly as 06/10/2013 and should have been 06/11/2013.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.